Manufacturer narrative:
B5. Describe event or problem updated.

Event description:
It was reported that stent moved on balloon and a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to distal left anterior descending artery. During deployment of a 3.50 x 48 mm synergy, the stent moved on the balloon, resulting in a small dissection at the proximal edge of the stent. The physician then used a 3.50 x 8 mm synergy to cover the edge dissection and complete the procedure. No further patient complications were reported. It was further reported that the stent was deployed at 12 atmospheres (atm) and post dilated with a 5.50 x 12 mm non-compliant balloon at 16 atm. The dissection was non-flow limiting and graded as a. The patient was stable post-procedure and discharged.

Event description:
It was reported that stent moved on balloon and a dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal to distal left anterior descending artery. During deployment of a 3.50 x 48 mm synergy, the stent moved on the balloon, resulting in a small dissection at the proximal edge of the stent. The physician then used a 3.50 x 8 mm synergy to cover the edge dissection and complete the procedure. No further patient complications were reported.